Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the objective lens was peeled off. The user¿s complaint of air leak was also confirmed. Evaluation is ongoing. Supplemental report(s) will e submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of air leak. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the adhesive of the objective lens was peeled off. This medwatch is being submitted for the reportable issue of the peeled adhesive of the objective lens observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.